Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implanted port allegedly experienced unable to aspirate and fracture. This information was received from various sources. These malfunctions involved patients with no consequences. The two male patient's age ranges from 48 to 76 years and weighs 67 to 70 kgs.

Manufacturer narrative:
H10: for two malfunctions, the lot numbers were not provided and a lot history reviews were not be performed. The two samples were returned to the manufacturer for evaluation and two electronic photos were provided for one malfunction. Additionally, device codes 2899, 1251 were added for both malfunction and 2988 was added for one malfunction. For one malfunction, the investigation is confirmed for suction issue, difficult to flush, deformation and fracture. For one malfunction, the investigation is confirmed for catheter fracture, suction issue, deformation and wear issue; however, the investigation is inconclusive for flushing issue. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For two malfunctions, as the lot number for the device was not provided, a lot history review could not be performed. The two samples were returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implanted port allegedly experienced unable to aspirate and fracture. This information was received from various sources. These malfunctions involved patients with no consequences. The two male patient's age ranges from 48 to 76 and weighs 67 to 70 kgs.